Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported in the emergency dept that during insertion, one of the physicians noticed that the swg was becoming kinked. The physician claims that this occurred when the catheter was being slid over the swg. They also reported that they had to use 7 new kits before they were able to successfully complete the procedure. There was no reported delay, death or complication to the pt as the result of these occurrences. The physicians at this facility stated that they have been using these kits for a long time and have never experienced issues. All affected reports for this complaint include MDR 1036844-2014-000096 through 1036844-2014-00102.